Event description:
Complaint record (B)(4) being cancelled as it is a duplicate to mfg report number 2242352-2024-00264.

Manufacturer narrative:
Complaint record (B)(4) being cancelled as it is a duplicate to mfg report number 2242352-2024-00264. Corrected sections to blank entries: b6, b7, entire d section, entire e section, g2, g4, entire h section.

Event description:
Complaint created due to FDA medwatch received on (B)(6) 2024: mw5152305. The hospital reported that vasoview hemopro 2 had a faulty cautery component.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.